Event description:
Fractured stent catheter during urgent left anterior descending coronary artery percutaneous revascularization. S/p two unsuccessful attempts to retrieve catheter hypotube and deployed balloon. Pt died 3 days later. Cardiac arrest. Cause of death: cod = cardingenic shock, dt = myocardial infarct. Dt = fractured stent catheter in left coronary artery. Dt = ascvd. Manner of death = accident (therapeutic complication).